Event description:
The customer reported the image was lost during use. The subject device was sent to an olympus service center for evaluation. During inspection and testing, error code b30 (scope communication error) occurred. This report is being submitted for the malfunction found during evaluation (error code b30). There was no effect on the patient due to the event.

Manufacturer narrative:
During inspection and testing, error code b30 (scope communication error) occurred due to an electrical continuity error caused by water invasion. The reported issue (no image) was confirmed during testing. In addition, there was evidence of fluid invasion at the vent on the connector, there was a scratch on the bending section cover due to physical stress, the adhesive on the bending section cover was chipped due to handling, the flexible tube was crushed due to physical stress, angulation was insufficient due to elongation of the angle wire, and the vent metal was deformed due to physical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 9 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the reported phenomenon occurred due to the defect of the image sensor unit, or failure of the inner board of the video connector or the system. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.